Event description:
As reported via legal documentation, on (B)(6) 2013, this patient underwent left total knee replacement surgery and was implanted with a recalled optetrak polyethylene tibial insert. Patient is currently scheduled to undergo a left total knee revision surgery on (B)(6) 2023, approximately 9 years 4 months after their initial replacement, due to accelerated and preventable wear of the optetrak polyethylene tibial insert. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
Further information and/or investigation results will be provided within 30 days of receipt.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2013. They underwent left knee revision surgery on (B)(6) 2023, approximately 9 years 4 months post primary procedure. Revision op report noted that there was very extensive synovitis, and there was wear of the liner with delamination. The femoral component was noted to be loose and was removed. There was significant fibrous tissue beneath it with marked osteolysis, especially the lateral condyle. The patella was noted to be well fixed. Bone grafting of small femoral and tibial cysts as well as the intramedullary canal was performed. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-01030, 1038671-2025-01033. This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."